Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position that, 3 years and 2 months after implant, required re-intervention. The patient presented with dyspnea and fatigue and the valve showed stenosis with increased gradients (>50mmhg) and a valve are between 0.5 and 1 mm2. A 23mm sapien 3 ultra resilia was implanted in a valve-in-valve procedure and post dilated with a non-edwards balloon. The patient was noted to be stable.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint of valve stenosis was empirically confirmed based on information provided by the field clinical specialist. Available information suggests that patient factors (diabetes, hyperlipidemia) likely contributed to the event as the patient relevant co-morbidities indicated diabetes and morbid obesity. Diabetes mellitus (dm) could also be a risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis. Hypercholesterolemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. Several studies have documented a correlation between lipids and calcification and found that both coronary calcification and aortic valve calcification progress more rapidly in subjects with low-density lipoprotein (ldl) levels. Ldl levels have been found to have a stronger correlation with coronary calcification than age, sex, blood pressure, fasting, insulin level, or smoking, which can result in increased gradient or valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.